Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the prime test.

Event description:
It was reported that insulin was squirting out during prime followed by an error alarm. Assisted to rewind and prime the insulin pump. It was stated that the insulin squirted before the numbers ramped earlier than expected. The insulin dripped out after the motor stopped, but the numbers did not show up. It was stated that the device was stuck on prime mode. Advised to discontinue use of the insulin pump and revert to back up plan. No further information was provided.